Manufacturer narrative:
The device in question has been received by conmed and has entered into the evaluation process. The evaluation and incident investigation has started but at time of this report, the analysis is not completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the v-care medium (34mm) cup, item # 60-6085-201a, lot 201911181 that occurred (B)(6) 2020 at (B)(6) hospital. It was reported only that the device came apart while removing the uterus. Additional information clarified the end portion that the balloon is attached to completely separated from the shaft of the device. It was also confirmed there was no injury to the patient. No other information or clarification was provided. There was no evidence provided that the pieces were removed from the patient, however it was confirmed that there was no injury to the patient, therefore this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported complaint of device breakage is confirmed. Conmed received one 60-6085-201a in opened original packaging. The reported lot number was verified. A visual inspection was performed; the device was received disassembled however all pieces of the device were received intact. On the packing it was noted by someone from the returning facility, "defective came apart in pieces while removing uterus." Per the instructions for use (IFU), the vcare is not made to retract the uterus. The blue cone measured on the high end of the spec at .200 inches. The green plastic uterine cup measured within spec at .194 inches. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only complaint this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.